Event description:
Health professional reported that after an initial assessment that a patient "tolerated procedure well", 13 hours after injection in the left side nasolabial fold, chin and lower lip with juvederm ultra xc, a patient experienced mottling and blanching and "birthmark-like" appearance on the left nasolabial fold and the left lateral sidewall of nose. The area was reviewed by the injector and it was determined that a partial occlusion had occurred. The patient was given aspirin to make [the] blood less viscous in order to help with the partial occlusion and to prevent worsening of the symptoms that may lead to permanent damage. Nitropaste was also applied to the affected area. The patient was subsequently injected with hyaluronidase in a total of 6 sites. Initially the patient was injected with 60 units of hyaluronidase which was reported as to prevent worsening of the symptoms that may lead to permanent damage. Seven hours later the left sidewall of the nose was still mottled and the patient was subsequently injected with another 30 units of hyaluronidase. The patient was also given tylenol 3 for pain associated with the hyaluronidase injections. "Tissue perfusion and capillary refill" were then indicated as "normal". The patient is reported as "doing much better" and the symptoms are described as "resolved 95%".

Manufacturer narrative:
Medwatch sent to FDA on 09/28/2012. Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.